Event description:
Bilateral ruptured sentra silicone brest implants confirmed by MRI with severe encapsulation and fluid underneath implants that per test require biopsy. Reference report #mw5116867.